Manufacturer narrative:
Additional information was received that the patient's symptoms of weakness and slow to respond to movement were not device related. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also reported that the patient¿s ipg was tilted, protruding on her back and the patient¿s legs were very weak and slow to respond to movement. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also reported that the patient¿s ipg was tilted, protruding on her back and the patient¿s legs were very weak and slow to respond to movement. The patient will undergo a revision procedure.